Manufacturer narrative:
Correction made to d4: lot #: 22h004 (previously submitted as ni). Correction made to d4: unique identifier (UDI) #: (B)(4). H4: the lot was manufactured from august 16, 2022 to august 17, 2022. H10: the device was received for evaluation. The unit did not contain fluid in the bladder because the luer was not closed which allowed fluid to empty inside a bag that contained the unit. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The unit was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. If was further stated that the device stopped delivering during patient infusion at the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.